Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot, stalling at 00:00. Upon further inspection, philips field service engineer (fse) visited onsite checked the log files and confirmed an error when starting up the computer (flexvision pc) that controls the large monitor (flexvision), causing the application to not start properly. Fse replaced the flexvision pc and the os hdd and reinstalled the software and settings. After the replacement of flex vision pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at 0:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.